Event description:
It was reported that the right atrial (ra) lead was fractured. It also reported that there was no sensing, high impedance, and no capture. The lead was capped and not replaced per the physician's judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.